Manufacturer narrative:
The pump was received with a button error alarm and no button response due to the flattened button dome switch. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he had a keypad that was very hard to push on the insulin pump. Customer's blood glucose was 132 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.